Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead integrity alert triggered on (B)(6) 2011 at 01:40:27. Technical service review of the recorded episodes near the estimated time of death notes that stability reset counts at different times during different episodes. Also noted that even if stability was off, the rhythms would not have met criteria to treat. High ventricular-sensing integrity counts (sic) are observed with all of these counts (77) occurring on the (B)(6) 2011. High sic can indicate the presence of noise or intermittency in the system. Multiple short ventricle to ventricle sensed events of < 220 ms are observed on the (B)(6) 2011. (5 episodes non-sustained tachycardia, 5 episodes lead failure predictor) an out of impedance subthreshold lead impedance alert is observed on (B)(6) 2011. Defib active can on and superior vena cava defib impedance rise from approximately 50 ohms on (B)(6) 2011 to approximately 125 ohms on (B)(6) 2011, the patient date of death.

Manufacturer narrative:
Additional information was received indicating the patient was seen in the emergency room one day post implant and two days prior to the day of death due to bleeding from the incision site. An electrocardiogram was performed and noted the patient to be in a paced rhythm at a normal rate. A blood clot was removed from the incision area and was redressed. The patient was discharged home in a stable condition. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead integrity alert triggered on (B)(4) 2011 at 01:40:27. Technical service review of the recorded episodes near the estimated time of death notes that stability reset counts at different times during different episodes. Also noted that even if stability was off, the rhythms would not have met criteria to treat. High ventricular-sensing integrity counts (sic) are observed with all of these counts (77) occurring on the (B)(4) 2011. High sic can indicate the presence of noise or intermittency in the system. Multiple short ventricle to ventricle sensed events of < 220 ms are observed on the (B)(4) 2011. (5 episodes non-sustained tachycardia, 5 episodes lead failure predictor) an out of impedance subthreshold lead impedance alert is observed on (B)(4) 2011. Defib active can on and superior vena cava defib impedance rise from approximately 50 ohms on (B)(4) 2011 to approximately 125 ohms on (B)(4) 2011, the patient date of death.

Event description:
It was reported that the patient died three days after implant and it was further reported that the patient did not receive therapy. The cause of death has been requested and not received.